Event description:
The customer reported being in the hospital with low blood glucose of 37mg/dl. The caller stated that she did not eat properly when she was cleaning the house. The customer mentioned being off the insulin pump for ten months, but she went back on the insulin pump a month prior to her admission. The caller mentioned that she was in a car accident while driving. The caller stated that she got ready for work, started driving to her job, and then she woke up in an ambulance after the accident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.